Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. When the package was opened, it was noted that the suture was kinked. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination showed that the suture had been damaged, hence the description of 'kinking'. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.